Event description:
Adverse event: shortness of breath, death. Time of adverse event: 2-3 months after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2009, the patient underwent an uneventful direct stenting in the moderately calcified proximal right coronary artery target lesion with one xience v stent. On (B) (6) 2010, the patient experienced shortness of breath and was admitted through the emergency room and diagnosed with shy-drager syndrome. The patient was intubated for one day, then extubated. The patient's shortness of breath returned during an MRI with contrast and was re-intubated. The patient was made a do not resuscitate/do not intubate. The patient was transferred to hospice and expired of chronic obstructive pulmonary disease on (B) (6) 2010. An autopsy and repeat angiogram were not done. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Death, dyspnea, respiratory distress, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Direct stenting was performed, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It cannot be determined whether the IFU deviation contributed to the reported patient effects.